Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2011, and then experienced a revision surgical procedure on (B)(6)2023, approximately 12 years, 5 months after initial implant. Revision operative report of 15-aug-2023- postoperative diagnosis: right knee failed total knee replacement. Right knee aseptic loosening femoral component. Right knee osteolysis. The patient was revised to competitor¿s devices. The polyethylene liner was removed. There was noted to be wear of the liner with delamination. Next the femoral component was noted to be loose and it was removed. The patient was transferred to the recovery room in stable condition. The devices were not returned, there are no images provided. There is no other information available.

Manufacturer narrative:
Pending investigation. There is no other information provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. D10 concomitant devices: (B)(6) 02-012-41-2020 - logic tibia traptray cem sz 2f/2t h6. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.